Manufacturer narrative:
The accounts maintenance said he has solid amber and red led that is flashing and the green led is out on sidecom board. This is normal and if dummy plug is pulled and there is not a continuous nurse call then the sidecom board needs replaced. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed does not send a nurse call from the pendant that plugs into the 1/4" jack. He did not know if the pendant was a hill-rom product. He said the pendant does work on other beds and when he pulled the dummy plug, the bed still did not send a call.